Event description:
A peritoneal dialysis (pd) patient reported to fresenius that that the screen of the liberty select cycler glitched at the end of treatment and began to dim. The patient stated the right side of the screen is darker than the left side. The patient is unable to read the screen. The patient attempted to change the brightness setting and rebooted the cycler however the issue persisted. The power cord was properly connected to the wall outlet. At that point in time, a replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however a response was not received. It was not indicated upon initial reporting that the patient experienced an adverse event, serious injury, or required medical intervention as a result of the reported issue. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the front panel touch screen was dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A mushroom head check was a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.